Manufacturer narrative:
Method: rti/tmi conducted a re-review of the product history record for copios pericardum membranes, packaging production records, environmental monitoring, distribution, related complaints assocoated to lot. Results: there were nine departures noted in the k batch documentation. Departure stated that there was some discoloration noted on the bovine tissue. This discoloration most probably results from autoclaved saw blades. All affected saw blades were identified and disposed of. The sterilization process was changed to hot air sterilization. All affected tissue was reviewed by three different people - all the tissue was ok. After an extensive risk analysis, all tissue was released. Departure states that states that there was a malfunction of the air conditioning system. No complaint products were affected by this departure. Departure stated that the maximum temperature in the drying oven was exceeded. However, no complaint products were affected by this departure. Departure stated that the data logger did not record. However, only products from other tutoplast processes were affected, not the complaint product. Departure stated that there was a blackout. However, the complaint product was not affected. Only products from other tutoplast processes were affected. Departure states that action limit for the bioburden of the nacl solution was exceeded. However , the complaint product was not affected. Only products from other tutoplast processes were affected. Departure stated that there were power fluctuations. However, only products from other tutoplast processes were affected. Departure stated that a temperature measurement device was exchanged by the external calibration institute during its periodical calibration. This exchange, however, was only noticed after a time. All relevant incoming goods documentation for the time in question was reviewed. The risk assessment revealed that the products were never at risk. Departure did not affect the complaint products. After a 48 hours drying phase in a vacuum oven bovine bones are to be dried in a convection oven for another 24 hours. In this case, the drying phase in the convection oven amounted to only 6 hours. It can be concluded that none of the above mentioned departures had a negative impact on the product quality of the complaint products. There was one related complaint for the lot. Conclusion: according to records re-review serial ID (B)(4) met rtlftml's specification for copios pericardium membranes prior distribution. No information was provided on the procedure, the number of affected teeth etc. However, due to the amount of concerned bone and membrane products, it is assumed that the defect size was rather large. This fact could have further contributed to an unsuccessful outcome of the surgery.

Manufacturer narrative:
Method: rti/tmi will conduct a re-review of the product history record for copios pericardium membranes, packaging production records, environmental monitoring, distribution for related complaints associated to the lot. Results: pending; conclusion: pending; a follow-up med watch will be submitted.

Event description:
Rti surgical inc, (rti) and tutogen medical (B)(4) (tmi) a wholly owned subsidiary of (rti), received a complaint on 08/08/2017 which indicated that on (B)(6) 2016, a female patient underwent a sinus lift, with implantation of 5 copios xenograft particles (not distributed by rti us) and 2 copios pericardium membranes. It was reported that the biomaterial did not integrate and inflammation, infection and edema were noted. A second surgery is scheduled for (B)(6) 2017 (curettage of the site, removal of excess biomaterial contained in sinus). To date rti has received no additional information.